Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced loss of stimulation coverage due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.